Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer experienced consistent noise on electrograms (egm) during use. The analyzer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the analyzer experienced noise on electrograms (egm); the analyzer passed all functional testing. It was noted that no analyzer cables were returned with the analyzer. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.